Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. Customer reported moisture damage after insulin pump suspended for 45 minutes. Customer reported that insulin pump was dropped in water while doing the dishes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self-test. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.